Event description:
It was reported that the programmer generated an error. Follow-up determined that the error occurred during telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error and therefore the hard drive was reimaged and the software reloaded. Analysis also found that the hard drive was noisy as was the system fan and both were replaced. A loose universal serial bus port was also found on the media processing unit (mpu) and the mpu board was replaced. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).